Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 19-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), menorrhagia ("haemorrhagic menstrual periods"), thyroid disorder ("thyroid disorder") and fibroma ("fibroma"). The patient was treated with surgery (obligation of surgery of uterus and implant removal). Essure was removed. At the time of the report, the abdominal pain, back pain, menorrhagia, thyroid disorder and fibroma outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fibroma, menorrhagia and thyroid disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21_sep_2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1269 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.